Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the master tool manipulator (mtm) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was then installed onto a patient side cart (psc) fixture test platform (pftp) where sine cycle was run, and error out and pointed to the axis 2 counterbalance pot. Once testing was completed, the mtm was tested and was verified to be the source of the fault. As a result of these findings, fa was able to conclude that the axis 2 counterbalance pot was found to be the root cause of the reported event. The probable root cause is due to an issue with the axis 2 counterbalance pot.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted nissen fundoplication surgical procedure, the caller reported intermittent error #23027 on the left master tool manipulator (mtm) during its use. Despite performing a system power cycle, the issue persisted. The surgeon continued the procedure robotically as planned to use another available surgeon side console (ssc), which resulted in a delay of less than 15 minutes with no harm to the patient. Due to the hospital's privacy policy, patient information could not be released. All troubleshooting steps were completed, and no customer callback was needed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: on the morning of june 9, 2025, the surgeon performed a da vinci-assisted nissen fundoplication. The procedure began at 9:40 a.m. And lasted for 2 hours and 14 minutes.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. As of the date of this report, the mtm has not yet been received by intuitive surgical, inc. (Isi) for evaluation.